Event description:
The clinician identified the reason for implant removal as failure-to- osseointegrate resulting from infection.

Manufacturer narrative:
The implant was received with a cover screw attached. The implant was not fractured and was examined under 10x magnification. There was not any thread defects visible or noted. The implant was compared to radiographic template (l0114 rev 07/05) and determined to be a 4mm x 9mm implant.